Event description:
It was reported that during a laparoscopic hysterectomy, the device was attempted to seal twice before noticing that the sealing was inadequate/partial at all times with evidence of energy delivery and end tones heard and did not perform their usual cycling when applied to a thin/vascular tissue. The device was cleaned as per usual experienced use and sealing of vessels not frequent or prolonged. The procedure completed using another device. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: forcetriad, forcetriad force triad energy platform (sn: unknown); vlft10gen, vlft10gen ft series energy platformx1 (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.